Event description:
The customer's mother reported that the customer's blood glucose level read high (>500 mg/dl), and that when the pod was removed, she noticed that the cannula had only deployed halfway. The pod was worn for 12 hours.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure to fire and properly deploy the cannula or to determine its root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.